Event description:
Caller reported a malfunction on the pump but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. Customer was informed to call back if the issue reappears and acknowledged the instructions.